Manufacturer narrative:
Device history record - the DHR was reviewed and no anomalies that could be associated with the complaint were observed. The handle cev669b was returned for evaluation: failure analysis: the black plastic part was burnt at the connection part. Root cause: the evaluation verified the complaint as valid. The burn of the plastic part is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). It can come from a defect of cleaning or of drying of the instrument despite of the recommendations of instructions for use IFU) nt058.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported short circuit with burn marks of the bipolar handle cev669b. No patient contact/injury reported and the event did not led to surgical delay.